Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels ranging from 311 mg/dl to 395 mg/dl. The user addressed the bg levels with a bolus, manual injection, and then reverted to another pump. Reportedly, the user does not believe the pump is delivering insulin properly. However, the user filled tubing after removing the site and stated that insulin was going through the tubing/site. The user's bg level lowered to 181 mg/dl using an alternate pump.